Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the er320 clip did not close all the way. The surgeon continued to use the clip applier but complained of clip security. There was no consequence to the pt. The er320 came from a fdc10 kit.